Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that the patient heard related beep tones. A request was made to have data from this device analyzed. Data analysis has not been completed at this time. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was reported that the patient heard related beep tones. A request was made to have data from this device analyzed. Data analysis has not been completed at this time. This device remains in service. No adverse patient effects were reported. Additional information was received which indicated data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.